Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/07/2018, that on (B)(6) 2018 there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was provided for evaluation. Data review confirmed the reported event of inaccurate cgm values. The root cause cannot be determined post investigation.